Event description:
Patient for a renal rf ablation. Patient brought into interventional CT suite, prep for general anesthesia, induced and intubated. Radiofrequency generator cart brought into suite. The rf units plugged into a red hospital power outlet. The 2 components that make up this valley lab cool tip rf ablation unit are powered up before this unit is connected to the pt. After a minute or so the valley lab cool tip switch box model: ctsw control began to billow smoke from the lower vents of this unit. The unit was immediately turned off, unplugged from the wall, lock out tag placed on unit, and secured. Local rep for this company brought a backup loaner unit and procedure was begun and completed. No pt injury. The malfunctioning unit is inspected by in-house hospital bio-medical engineering for electrical safety without removing the devices cover/housing when device plugged into a/c power burning smell detected again. Unit internal display panel now displayed an rf relay failure. Unit sent back to MFR.